Manufacturer narrative:
B5: on (B)(6) 2023, the lens was exchanged for a longer length lens due to lens rotation not associated to low vault and blurred vision. The problem was resolved. Reportedly, "patient much happier with improved vision. Icl in proper position." Cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was implanted into the patient's right eye (od). Reportedly, the lens rotated 90 degrees with the size of the lens being probable issue. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vticmo12.6 implantable collamer lens of a -14.50/3.0/090 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to the lens being too small.